Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the intraocular lens was implanted into the capsule at 10:00 a.m. On (B)(6) 2022. After preoperative examination and cleaning, the patient reported to the doctor at 21:00 on (B)(6) 2022 that the eye was painful and unbearable, and the doctor checked that it was corneal injury. At 21:10 on (B)(6) 2022, the doctor administered pain killer capsule and antibiotic drops.